Event description:
It was reported that during surgery, the pin of a right legion tibial cutting block got stuck in a plus 2mm hole and broke off. All pieces recovered from the patient. No harm to the patient or staff. No substantial procedural delay because s&n back up was available. No letter is required. The broken device is being returned to smith & nephew for replacement via fed ex on (B)(6) 2020.(tracking #7778-0586-7360).

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms a piece of a pin is stuck in the device and cannot be removed. There is no part or lot number for the pin stuck in the device. This device exhibits signs of significant wear/usage. This device was manufactured in 2017. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.